Event description:
This case was reported by a consumer and described the occurrence of allergic reaction in a pt who received poligrip (super poligrip-unidentified) for partial dentures. A physician or other health care professional has not verifired this report. The pt's past medical history included drug allergy to novocaine pt also has an allergy to all the "caine" family of drugs, especially benzocaine. About 10 years ago, in 1994, the consumer was given poligrip (dental) at their dentist's office to apply their partial dentures. The consumer reported leaving the dentist's office and approximately 5 minutes later, the consumer experienced swelling of face, shortness of breath and throat swelling. The consumer reported going to the e.r. And was treated with adrenaline and required them to come back three times for more adrenaline injections. The etiology of the event is unk. Use of poligrip was discontined by the consumer. The events resolved. The consumer refused to grant the MFR permission to contact their treating physician. This case was assessed as serious by the glaxosmithkline safety physician. Condition: drug allergy-novacaine; started: unk; ended: unk; continuing: yes.